Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500 mg/dl range. The cause for the reported elevated bg levels is unknown. A bolus was delivered to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. Customer reverted to manual injections for insulin therapy. Recommendation was made to discuss diabetes management with customer's health care professional.